Manufacturer narrative:
Customer's meter (B) (4) was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory; however, they were obtained outside the ten minute timeframe.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
It was reported that, "revised. Pt complained of knee pain, swelling, and instability. Pt leads a very active life as a (B) (6), walks about 10 miles per day, and this is keeping him from his normal activity level. Replaced and upsized one size on the insert. Nothing was noticed as being loose, but upon compression, fluid was noticed oozing from the patella bone interface, so that was replaced as well. The first 13 mm insert used in this revision was removed and replaced, due to having to get soft tissue out of the way in order to seat the insert correctly."

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 451 mg/dl and 120 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.